Manufacturer narrative:
D10 concomitant products: scba, battery scba (serial#:unknown), scg7aa, sonicision 7 generator a scg7aa (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, after more than an hour the device stopped working with error tones and red light during activation. The dissector did not come into contact with any metal instruments. Video observation showed that when activated the device had a red light with error tone. Another dissector was used with the same battery and generator and worked fine. No part of the dissector broke. There was no patient harm/injury. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide.